Manufacturer narrative:
The returned device analysis did not confirm the reported sleeve steering issues. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the complaint history identified no other incident reported from this lot. Based on the available information, a cause for the reported sleeve steering issue could not be determined. The reported perforation appears to be a cascading event of reported sleeve steering issue. Additionally, reported pericardial effusion and hypotension were due to reported perforation. Perforation, pericardial effusion, and hypotension are listed in the instructions for use and are known possible complications associated with mitraclip procedures. Lastly, the reported unexpected medical intervention, surgical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement and perforation. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Patient had an enlarged atrium. The clip was inserted but while in the left atrium (la), but while rotating the m-knob, the clip was still pointing laterally. When m-knob was turned back to neutral, the clip deflected back, causing a pericardial effusion and a drop in blood pressure. Therefore, the physician decided to remove the clip and open the chest to repair the mitral valve. At this time, it was observed a perforation had occurred on the la. Sutures were used to treat the perforation. No additional information was provided.